Event description:
The hospital reported that while harvesting the vein the vasoview hemopro 2 the c-ring broke. Appeared as if c-ring melted during the case. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h6 from 1385 to 1069. The lot # 25163182 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/12/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle. Blood was also observed on the c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.